Event description:
Updated information received noted that the lead was capped.

Event description:
It was reported that during normal eri change out, lead anomaly was found on the right ventricular lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.